Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon started to fire but midway thru the firing sequence, the stapler stopped and would not continue, leaving the initial staples in situ. It was reported that there is an incomplete staple line on the distal part. The surgeon then removed the reload and used another reload to complete the procedure.

Event description:
According to the reporter, during a procedure, the surgeon started to fire but midway thru the firing sequence, the stapler stopped and would not continue, leaving the initial staples in situ. It was reported that there is an incomplete staple line on the distal part. The surgeon then removed the reload and used another reload to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were no staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.